Manufacturer narrative:
The pusher wire was inspected and no anomalies were noted. Microscopic inspection was done to the pusher wire. The zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The main coil was not returned. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between the microcatheter and guiding catheter, and the microcatheter and any intraluminal device." (B)(4).

Event description:
It was reported that the coil became stuck on the catheter's tip upon removal. The target lesion was located in the gastroduodenal artery. A 5mm x 15cm f-idc 2d interlock¿ was selected for use. Prior to the use of this device, physician had already deployed three coils of the same size. During the procedure, when this device was deployed, it was noted that it did not deliver like the other three coils that was deployed. The coil was deployed in large loops, it did not have the same radiopacity of the other coils. It also appeared much longer than the others even they have the same size. Physician was unable to reconstrain the coil and retract the device into the microcatheter. The procedure was completed with a different device. No patient complications were reported and patient status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the coil became stuck on the catheter's tip upon removal. The target lesion was located in the gastroduodenal artery. A 5mm x 15cm f-idc 2d interlock¿ was selected for use. Prior to the use of this device, physician had already deployed three coils of the same size. During the procedure, when this device was deployed, it was noted that it did not deliver like the other three coils that was deployed. The coil was deployed in large loops, it did not have the same radiopacity of the other coils. It also appeared much longer than the others even they have the same size. Physician was unable to reconstrain the coil and retract the device into the microcatheter. The procedure was completed with a different device. No patient complications were reported and patient status was fine.